Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional products: serial# (B)(6). H3: yes, serial# (B)(6). H3: yes, serial# (B)(6). H3: yes. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) ((B)(6)), one (1) controller ((B)(6)), and two (2) batteries ((B)(6)) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a transient increase in power consumption and estimated flows starting on (B)(6) 2024, followed by a return to normal parameters on (B)(6) 2024. This was followed by a gradual increase in power consumption and estimated flows beginning (B)(6) 2024, leading to parameters above normal operating range, and ninety-three (93) high watt alarms logged since (B)(6) 2024. Of note information provided by the site indicated that the patient received heparin and tissue plasminogen activator (tpa) treatment. Log file analysis revealed that the controller in use during the reported event ((B)(6)) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the alarm log file did not reveal any power disconnect alarms involving (B)(6) within the analyzed period; however, review of the data log file revealed one (1) instance involving (B)(6) where the battery¿s relative state of charge (rsoc) value was logged between 101-201, which is indicative of a communication error. A communication error will trigger a power disconnect alarm if the other power source is a power adapter or a battery with an rsoc greater than 25%. Review of the alarm log file revealed one (1) critical battery alarm was logged on (B)(6) on (B)(6) 2024 at 22:52:13, due to the battery depleting below 10% relative state of charge (rsoc). Additionally, log files revealed two (2) power disconnect alarms were logged on (B)(6) 2024 at 14:29:29 and 14:31:15 involving (B)(6). During the power disconnect alarms, a saw value was recorded indicating an overcurrent alert. Log file analysis also revealed five (5) controller fault alarms logged on (B)(6) 2024 between 18:36:42 and 18:39:33. The controller fault alarms were due to a power out of range condition due to (B)(6) approaching 0% rsoc. A controller fault alarm will occur if the battery is approaching 0% rsoc (or a capacity below 12 volts). During this period, a safety alert word (saw) value was recorded on (B)(6), indicating an overcurrent alert. Per the instructions for use (IFU), the capacity of a battery is dependent on the controller and pump operating power consumption. Considering that the pump's power consumption was significantly above the normal operating range leading up to the power disconnect alarms and controller fault alarms, it is expected that the batteries would be able to provide power to the controller for a shorter period of time. As a result, the reported high power, controller fault alarms, communication errors and power disconnect alarm events involving (B)(6) were confirmed. The reported power disconnect alarms involving (B)(6) were confirmed; however, the reported communication errors involving (B)(6) could not be confirmed. (B)(6) was lubricated prior to release. A power source lubrication procedure was performed on (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2020. Possible root causes of the communication error, and resulting reported power disconnect alarm, can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the observed critical battery alarm can be attributed to the battery depleting below 10%. Based on the available information, the most likely root cause of the reported power disconnect alarms, controller fault alarms, and observed saw values can be attributed to, but not limited to the increased power consumption required by the pump running at high power, drawing more current from the batteries. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information and historical review of similar events, the most likely root caused of the high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence of similar past adverse events for this patient. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient was hospitalized with high watt alarms and above normal power consumption, and treated with heparin and tissue plasminogen activator (tpa) for thrombus. A vad exchange was considered but the patient was not hemodynamically stable and remained hospitalized in the intensive care unit (ICU). While hospitalized controller fault alarms were noted on data file review as well as power disconnect/communication errors on two (2) batteries. The vad, controller and both batteries remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller, d4: model #: 1407de / catalog #: 1407de / expiration date: 30-sep-2021 / serial #: (B)(6), d9: no, h3: no, h4: mfg date: 10-sep-2020, h5: no; d1: heartware ventricular assist system ¿battery, d4: model #: 1650de/ catalog #:1650de / expiration date: 31-aug-2020/ serial#: (B)(6), d9: no, h3: no, h4: mfg date: 02-aug-2019 h5: no; d1: heartware ventricular assist system ¿battery, d4: model #: 1650de/ catalog #:1650de / expiration date: 31-jul-2023/ serial#: (B)(6), d9: no, h3: no, h4: mfg date: 26-jul-2022, h5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.